Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 119 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. No compromised force sensor system alarm was noted. The pump passed the operating currents measurement, self test, unexpected restart, and displacement tests. Unable to perform the occlusion or no delivery alarm tests due to the prime anomaly. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, a broken belt clip slot and minor scratches on the display window.